Manufacturer narrative:
The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that during reprocessing, the camera video cable was observed to be broken. There was no report of patient involvement or user harm due to the event. The suspect device was sent to the olympus service center for evaluation and repair. Upon inspection and testing of the device, the camera head displayed no image due to a damaged video cable. This report is being submitted for the malfunction found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g3, the aware date should be 24-feb-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, there was no image due to defective cable. Therefore, it was possible that the video did not function normally due to a cable failure, and the phenomenon [no image appears] occurred as a result. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.